Manufacturer narrative:
Analysis of the returned device revealed the glass cap had a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. The probable cause of the failure is heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. An evaluation code of operational context was assigned to this investigation.

Event description:
The procedure was a benign prostatic hyperplasia (bph) procedure. It was reported that at 47,090j and 5:27 minutes of fiber use, the beam of the fiber was no longer reflected by the mirror at the end, and forward firing of the laser was observed. The tip of the fiber was cleaned during the procedure. A second fiber was utilized to complete the case. There was no clinical consequence to the patient due to this event.